Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a high shock lead impedance. Technical services (ts) was consulted and advised this right ventricular (rv) lead has gradually trended upward since 2021. The presenting electrogram (egm) shows a high out of range shock lead impedance at 147 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the ICD device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a high shock lead impedance. Technical services (ts) was consulted and advised this right ventricular (rv) lead has gradually trended upward since 2021. The presenting electrogram (egm) shows a high out of range shock lead impedance at 147 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the ICD device and rv lead remain in service. No adverse patient effects were reported. Received additional information the ICD and rv lead were explanted and replaced successfully. The device and lead are expected to return for analysis. Outside of the revision, no adverse patient effects were reported. Received additional information the rv lead will not return for analysis. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a high shock lead impedance. Technical services (ts) was consulted and advised this right ventricular (rv) lead has gradually trended upward since 2021. The presenting electrogram (egm) shows a high out of range shock lead impedance at 147 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the ICD device and rv lead remain in service. No adverse patient effects were reported. Received additional information the ICD and rv lead were explanted and replaced successfully. The device and lead are expected to return for analysis. Outside of the revision, no adverse patient effects were reported.